Manufacturer narrative:
Analysis of the catheter identified damage to the transition tube. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-nov-26 regarding a patient receiving unknown baclofen (2000mcg/ml at 366.5mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that during a pump replacement for normal depletion, it was noted that there was no cerebrospinal fluid (csf) from the catheter. The hcp attempted to replace the distal portion of the catheter and there was an area that looked like it could be compromised so it was cut proximal to that area with no luck for csf. The entire catheter was then replaced. The issue was considered resolved at the time of report and the patient's status was alive, no injury. There were no known events that may have led or contributed to the issue. No further complications were reported or anticipated.